Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a duodenal stent placement procedure performed in 2008. According to the complainant, the patient received another manufacturer's stents for biliary drainage about 18 days prior. The patient exhibited signs of obstruction with post-prandial epigastric tenderness, nausea and vomiting. The patient was not taking food orally. The wallflex enteral duodenal stent was placed 18 days later without complications. The patient resumed a low-residue/normal diet. No complications were reported during regular telephone follow-up at 15-day, 1-month, 3-month, 6-month or 9-month. An unscheduled follow-up in 2009, was also without complications. It was reported that patient expired at about 3 months later. The cause of death was reported as unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.